Event description:
Boston scientific received information that this left ventricular (lv) lead was damaged and removed from service during normal replacement of the associated cardiac resynchronization therapy defibrillator (crt-d) with another manufacturer's device. A boston scientific field representative received information from a health care provider (hcp) that the explanting physician had difficulty removing the lead's terminal pin from the device header, and damaged the lead when the device header was cut into pieces to facilitate lead removal. There were no adverse patient effects. No additional information was made available to the representative. The lead and explanted crt-d have not been returned for analysis to date.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.